Event description:
It was reported that the device showed a loss of capture (loc) on the right ventricular (rv) lead channel. The patient was already hospitalized at that time due to an unknown reason. The physician decided to enable the right ventricular auto threshold (rvat) feature. Boston scientific technical services (ts) recommended reprogramming options. No further adverse effects were reported for the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).